Event description:
It was reported that the ventricular device dislodged to the right atrium during the implant procedure. Additionally, it was noted that the device was difficult to release after fixation. The device was retrieved and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and difficult to separate could not be confirmed. A visual inspection revealed that the helix length was stretched out of specification consistent with implant procedure and field description. A device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.